Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was an 'oxygen (o2) blender malfunction' message displayed on the monitor and the unit sounded an alarm. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the gas system was successfully used on (B)(6) 2020 but left powered on. On (B)(6) 2020 the gas system reported 'o2 sensor lifetime expired'. This caused the 'service o2 sensor' alert. This was likely observed the on the next attempt to use the system on (B)(6) 2020. The customer incorrectly reported a blender mechanical problem occurred. The log confirms a gas system alert did occur, but different than what the user reported.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the reported issue. During warmup there was a 'service gas system' alarm. The oxygen (o2) sensor was over 100,000 percent o2 hours. The pst removed and installed a lab use only o2 sensor into the customer electronic patient gas system, reset the o2 percent hours and it passed calibration. Verification testing was conducted and passed. It was determined that the customer's o2 sensor was defective.

Manufacturer narrative:
As a correction on the previously submitted medwatch, during laboratory analysis, the customer oxygen (o2) sensor was found to be expired, not defective. The service repair technician could not duplicate the reported complaint. The epgs was powered on and the o2 analyzer was calibrated. Calibration passed. There were no alert or alarm messages observed. Based on the product surveillance technician's (pst) summary, the expired o2 sensor was replaced. The unit operated to the manufacturer's specifications.